Manufacturer narrative:
The patient's complaint was not verified in history report due to corrupted history files. The device was monitored for three days. Basal and boluses were program in the device and all delivered and recorded properly in alarm history. No unexpected bolus anomaly was noted during testing. The following cosmetic damage was noted: cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was delivering double doses of insulin. Customer's blood glucose was 141 mg/dl. Customer declined troubleshooting for delivery anomaly. Customer also reported that insulin pump was cracked at display and does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.